Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan- edwards received notification of a pascal precision ace in mitral position where arterial blood pressure (abp) decreased after the second attempt of valve crossing and release. There was a wide regurgitation from a2-p2 central to a1-p1. The posterior leaflet on the a2-p2 lateral side had shortened due to degeneration, and pseudo prolapse was observed. It was determined that it would be difficult to completely control the regurgitation, and the endpoint was set to be mild-moderate with one p5. From steering down to capturing the leaflet went very smoothly, and the endpoint was achieved with 2 captures. There were no major changes in hemodynamics during the procedure, but the abp decreased after the second attempt of valve crossing and release. Catecholamines were not effective, and hemodynamics were unstable at abp 40-120mmhg. After removing the guide sheath, transthoracic echocardiography (tte) showed poor left ventricle (lv) systolic function and inferior vena cava (ivc) distension. Severe tricuspid regurgitation was also observed, and right heart failure was suspected. The septum was closed with an amplatzer, but there was no significant improvement in hemodynamics. Hence, inhaled nitric oxide was performed, and the patient was transferred to the ICU for postoperative care. The heart team commented that the reason of dropping bp was unknown.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with empirical evidence as the device was not returned, and imaging was not provided. No manufacturing non-conformities were identified from a review of the device history record. Available information suggests that patient conditions (pseudo prolapse and shortened leaflet) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.